Manufacturer narrative:
The customer's reported complaint description of the fiber was fractured and detached was confirmed based on the returned sample. The fracture/detachment location was closer to the sma/gripper than the distal end, i.e. Fiber was not fractured inside of the patient. The od of the fiber was confirmed to meet specification near the fracture location. The likely root cause of the fiber fracture is handling damage but when and how this occurred cannot be definitively determined. The fiber tip is packaged such that the tip of the fiber is located under the coil wrap. A potential contributing factor for the fiber fracture is the coil wrap and/or the process of end user removing the fiber/tip from inside of the coil wrap during the unpacking process. Another potential contributing factor is handling damage during fiber coiling and wrapping process as part of the packaging operation. A DHR review of the indicated packaging/assembly lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. During the manufacturing process, the disposable fiber device receives a 100% visual inspection and an aql inspection in which the quality of the fiber strip is inspected. During the packaging step, the fibers are inspected for damage. The dfu provided with pvak fiber device states, "using sterile technique open the pack, place all contents into sterile field and inspect for damage. Do not use if any component is damaged." Labeling review: the directions for use which is supplied to the end user with the evlt fiber contains the following statements: warning contents supplied sterile using an ethylene oxide (eo) process. Do not use if sterile barrier is damaged. If damage is found, call your sales representative. Inspect prior to use to verify that no damage has occurred during shipping. Intended use the venacure evlt 400 [?]m perforator and accessory vein ablation kit is intended for use in the treatment of superficial vein reflux of the greater saphenous vein associated with varicosities. The venacure evlt 400 [?]m perforator and accessory vein ablation kit is indicated for treatment of incompetence and reflux of superficial veins in the lower extremity, and for treatment of incompetent (i.e. Refluxing) perforator veins (ipvs). Equipment handling requirements venacure evlt 400 [?]m perforator and accessory vein ablation kit: using sterile technique open the pack, place all contents into sterile field and inspect for damage. Do not use if any component is damaged. If damage is present, contact customer service or your local representative. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference(B)(4).

Manufacturer narrative:
The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4)

Event description:
A territory manager reported an end user experienced an issue when using a pvak -- 400 micron perforator and accessory vein ablation kit. When handling the fiber during introduction, the fiber broke in half. Half of the fiber was inside the patient and the other half was still connected to the unit. The retained fragment was sticking far enough out of the patient, the provider was able to pull it out with no issues. The procedure was completed with a new of the same device.